Event description:
It was reported that the pulsavac is abnormal due to less power. The event occurred outside of surgery and there was no patient involvement. Evaluation of the device later found that the motor mounts showed signs of burning. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been reported by zimmer biomet under (B)(4). Telephone number: (B)(4). Functional testing of the device confirmed the suction was not working and the motor made a high pitched noise. Visual inspection of the interior of the hand piece found the motor mounts had signs of burning and were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.